Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted constant beeping tones for two weeks since a magnet was applied over the device during an invasive procedure using cautery. Later, the device required replacement due to early battery depletion. Because of the stuck reed switch, the device beeped for two weeks which likely drained the battery prematurely.